Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type: lead. Product ID: 977c265, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-sep-2024, UDI#: (B)(4). Product ID: 977c265, serial/lot #: (B)(4), ubd: 16-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that shortly after implant when attempting to program stimulation with the mdt rep, they noticed they could not get stimulation high enough. Caller stated that the mdt rep recommended an x-ray to examine lead placement; it was found that the lead had slipped "south." Caller states (B)(6) 2020 the removed and replaced the lead in the correct position.